Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Embolic strokes are usually caused by an embolus (debris or blood clot that forms elsewhere in the body and travels through the bloodstream to the brain). This is multi-factorial in etiology. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The peak act measurements were not reported. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. The femoral access site also suffers vessel injury that can potentially cause an embolic stroke. In this case, the fact that the pt was diagnosed with a pituitary tumor shortly after this event may suggest a relationship. There is no evidence to suggest that this event is related to a mfg issue or device defect. There are various pt, vessel/lesion, procedural, and pharmacological factors that may have contributed to this reported event. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of four reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-02308, 9616099-2008-0239 and 9616099-2008-02310.

Event description:
In 2008: this female pt was admitted for coronary intervention due to stable angina. She had a 2.5x 18mm cypher select stent implanted to treat a 90 % stenosis in the proximal rca. There were no reported complications. A staged procedure was planned due to cardiovascular safety. Two days later: the pt experienced a cannula infection (site unk). In 2007: approx two weeks post index procedure, the pt returned for two of the staged procedure. A 95% stenosis in the proximal lad was treated with a device. Following the procedure, the pt had a vasovagal response when the femoral sheath was removed. Six months later: the pt experienced angina. Four days later: the pt underwent angiogram for recent chest pain. Three lesion were treated: a 76% stenosis in the distal rca was treated with the placement of a 3.0x28mm cypher select stent. A 70% stenosis in the mid-lad was treated (no details provided). A 75% stenosis in the mid-rca was treated with the placement of a 3.0x23mm cypher select stent. A 75% stenosis in the proximal rca was treated with the placement of a 3.5x13mm cypher select stent. It was confirmed by the study coordinator that none of the new lesion were in-stent nor were they within 5mm of the previously implanted cypher stents. Two days later: the pt was discharged in stable condition; however, later that evening, she presented with a cva. She was diagnosed with right thalamic infarct. In 2008: the pt was hospitalized for resection of the pituitary macroadenoma ( a benign growth in the pituitary gland that is larger than 10 millimeters in size). Approx five months later: pt underwent repeat transphenoid hypophysectomy for pituitary tumor.